Manufacturer narrative:
Two li-ion batteries ((B)(4)) were returned to zoll azm for evaluation. Both li-ion batteries showed green leds before and after charging indicating that the batteries performed as intended. See MFR report # 3010617000-2016-00341 for the 2nd battery.

Event description:
The customer reported that during daily shift check, when they placed a known fully charged battery into the autopulse, the platform displayed "replace battery" message upon power-up. The customer did not see any user advisory codes. They only saw "empty battery" icon on the display. The customer knew these were fully charged because their mcc indicated green led (fully charged) on the display. There was no patient involvement reported.